Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet pump displayed an alert 38 motor stall in the middle of the night that persisted after a restart and stopped insulin delivery, leading the user to become hyperglycemic; a dry run was performed successfully to 80 units, and the user planned to change supplies. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with a stalled motor interrupting insulin dispensing. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.